Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had audio anomaly. The customer¿s blood glucose was 250 mg/dl at the time of incident. Customer reported that when they delivering bolus they hears a clicking sound and it was not normal and customer was not confident with the insulin pump clicking sound. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio or vibrate anomaly noted. No error 63 found in history file. (B)(4).